Event description:
Manufacturer's ref.: # (B)(4).

Manufacturer narrative:
Our field service engineer investigated the ventilator on site and solved the reported issue by replacing the air gas module. The replaced part was sent for further investigation. Simulated use testing of the returned air gas module failed the pre-use check with multi tests and it alarmed for a technical error that indicates power error +24 v too low. During ventilation it alarmed for technical error indicating power error and safety valve open together with paw high apnea, respiratory rate:low, peep low, peep high and safety valve test. It stopped ventilating directly after the ventilation was started. Further investigation showed that the reported failure was due to a short circuited transistor on a circuit board inside the returned gas module. However, it was not possible to find the root cause for this component's short circuit. The air gas module regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure.

Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient harm. Manufacturer's ref.: # (B)(4).